Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery lasts less than a couple of days on the insulin pump. Customer received a low battery alert and uses the sensor. Customer stated there are no lost sensor alerts. Customer was advised to clean the battery cap and battery compartment. Customer ran the self test and the pump alarmed pump error for hardware low level failures during the test. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was advised that the pump will need to be replaced.

Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. The sleep current measurement and active current measurement within specifications. Format history file analysis confirmed pump error 63 due to poor solders joints, ambient light sensor on keypad assembly. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected pump error 25 alarm or low battery alarm noted during testing. The insulin pump was received with scratched case.